Event description:
Aseptic loosening after repeated falls of patient. Revision of stem and head (replaced exeter).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
Aseptic loosening after repeating falls of patient. Revision of stem and head (replaced exeter).

Manufacturer narrative:
Review of device history records for the reported lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies on the (B)(6) 2010. The dates confirm that the device reported was used in the revision surgery and not the primary surgery. The primary surgery was completed on the left hip in 2008. The x-rays provided of the hip prior to the revision surgery indicated an uncemented hip with the left stem subsided approximately 1 cm. No determination could be made as to the cause of this subsidence. There was no clinical or past medical history, no examination of explanted components, no label or description of the explanted femoral component and no x rays prior to (B)(4) 2010 available for review. Furthermore, the x-rays provided indicated no screws in the acetabular shells. As the exeter v40 is designed to reside in a cemented mantle and is not used in cementless arthroplasties, the x-rays indicated that the device used in the primary surgery was not an exeter stem. The reported event regarding a patient who presented with loosening of the stem after repeated falls was confirmed.